Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, post-sensed t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. Dft testing was performed later and it performed well.

Manufacturer narrative:
(B)(4).